Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during displacement test due to excessive axial play. The drive support disk was inspected and no anomaly was noted. They were unable to verify the button error alarm due to the compromised force sensor system alarm. The pump had scratched lcd window, cracked case display window corner, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error and she replaced the reservoir but it alarmed compromised force sensor system. The customer's blood glucose was 168 mg/dl at the time of incident. The customer stated that the pump was dropped but she did not think it hit the floor. The customer stated that she did not have a backup plan. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.